Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was alleging the insulin pump for over delivery. The customer's blood glucose level was 4 mmol/l and current blood glucose level was 9.7 mmol/l. The customer was assisted in troubleshooting. The customer was treated with food for low blood glucose. The reservoir will not be returned for analysis.